Event description:
It was reported that while unpacking a renegade hi flo 150/20 microcatheter, the inner device pouch was not sealed. The device did not come into contact with the pt. There were no pt complications reported with the pt's current condition listed as "stable".